Manufacturer narrative:
A review of the mfg paperwork is going to be conducted. Additional info and lot number were requested. Any further info is going to be provided.

Event description:
On an unk date in 2001, the pt was implanted with a gore excluder bifurcated endoprosthesis to treat an abdominal aortic aneurysm. On (B) (6) 2010, a computed tomography angiography revealed an infolding in the trunk-ipsilateral leg component. Additionally, aneurysm enlargement was identified. On (B) (6) 2010, the physician plans to reline the original device. The pt reported to be doing is fine.